Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the universal surgical manipulator (usm) due to hard 32056 hard faults on usm 3 at system start up. Following service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm associated with this complaint but the device evaluation is not complete. A follow-up MDR will be sent following the completion of device evaluation, or if additional information is received. A review of the logs was performed. Per the review, the following was confirmed: system serial - (B)(4) event date - (B)(6) 2022, and procedure name - inguinal hernia - unilateral. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is considered a reportable event due to the following conclusion: a usm was disabled and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported prior to starting a da vinci-assisted inguinal hernia procedure the site encountered repeated recoverable faults on universal surgical manipulator (usm) 3. The site stated that they tried moving the usm into various positions, but faults continued to occur. The system was power cycle, but issue remained. Technical support engineer (tse) had customer perform a hard cycle on the psc and issue was not resolved. The customer stated that they will need four arms for their upcoming procedure and the site is looking into either moving the case to another room or swapping out psc's. Intuitive surgical, inc. (Isi) completed customer follow-up and obtained the following information: the customer confirmed the or staff swapped the patient side cart before the patient came into the or. It was confirmed that the field engineer completed replacement of the system arm. Patient information was requested, but unavailable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint as having occurred in the field and replicated in-house. An usm was tested on an in-house system in normal mode and upon start up it triggered 32056/1173 with a node of ac_3c. The pitch searchlight flat flex cable (ffc) was reseated to no avail. A golden pitch searchlight ffc was installed, and the failure went away. An usm was tested on patient side cart (psc) fixture test platform (pftp), and all tests were passed. The pitch searchlight assembly will be replaced as a fix. The yaw and the pitch harmonic drives, motor rotors and elbow bearings will be replaced due to friction failure. The yaw and the pitch housing ffc's will be replaced to assist the repair. The led carriage pipes will be replaced for being pushed in. Per eco c311965, it was upgraded to -28 by replacing the spar with sub-assembly by replacing the covers, the carriage with -16. Per eco c311637, the lower support carriage was replaced. Per eco c316866, the insertion searchlight can be removed and reinstalled stored for use on spar. Per eco c273681, upgraded to carriage to -16, replaced the rfid and dallas pods, replaced the presence pins, and the top plate.